Event description:
The customer indicates they are using excel off brand reagent strips. They state that they have had nothing but problems when using them. They also stated that sometimes the reagent will not fit in the meter nor will the meter turn on. The lack of a blood glucose reading if it were to re-occur could result in serious injury. While on the phone a review of the system was conducted. Electronic checks on the instrument were conducted and found to be satisfactory. The customer was advised that the excel off brand reagent is not manufactured or supported by bayer and they should contact the MFR for further eval. The complaint is considered closed for purposes of MDR.